Event description:
The facility reported to a baxter representative, an infusion pump with channel b and c failed during infusion (unintended pump shut down). The customer reported that the patient was being infused with blood and ffp (fresh frozen plasma) because of a dropping heart rate and blood pressure when the problem occurred. Channel c then beeped keep vein open (kvo) and began to read failure. The pump was shut off in order to reset the channel. During the process of setting up channel b for infusion the pump began to read failure. The pump was shut off again to reset the channel. The facility representative stated that no medical injury occurred to the patient. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 19, 2007. The device has been requested by baxter's technical services for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.